Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Event description:
Consumer complaint of high blood results. Expected blood glucose results not fasting range from 150 to 200 mg/dl. Customer was in severe pain and sought medical intervention on (B)(6) 2015 after receiving blood glucose result of 600mg/dl. Blood glucose tested at hospital with result of 258 mg/dl. Back to back blood test performed during call not fasting ((B)(6) 2015; 4:09pm) with results of 286 mg/dl and 299 mg/dl. Verified storage of test strips is not within specification since they are kept in bathroom. Test strip lot MFR's expiration date is 10/13/2017 and open vial date is (B)(6) 2015. Recall test results performed not fasting from meter memory (date/time not set correctly): memory 1:548mg/dl (B)(6) 2015 10:34:00 pm. Memory 2:548mg/dl (B)(6) 2015 10:10:00 pm. Memory 3:310mg/dl (B)(6) 2015 11:58:00 am. Memory 4:268mg/dl (B)(6) 2015 12:58:00 am. Memory 5:276mg/dl (B)(6) 2015 12:00:00 pm.